Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of death is listed in the absorb bioresorbable vascular scaffold systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title: "absorb® bioresorbable scaffold in ¿established¿ versus ¿off label¿ coronary lesions: 5 year data from the gabi r® registry" b2, b3, 3, d6a: estimated date. D4: the UDI number is not known as the part and lot number were not provided. The additional patient adverse effects reported in the article is captured under separate medwatch report.

Event description:
The potential benefits of bioabsorbable stents can be better assessed over the long term. The implantation of bioresorbable scaffold (brs) in situations with off-label indications provides real world insights into how clinical events differ in contrast to standard proved indications. The article provides long-term follow-up data about the use of bioresorbable scaffold (brs) for off label compared with approved indications. Between november 2013 and january 2016, 3264 patients were enrolled in the german austrian absorb reglstry (gabi-r). Adverse patient effects included the following: death, major adverse cardiac event, scaffold thrombosis, target lesion failure, target vessel failure and re-hospitalization. The article concluded that the off-label use of brs is associated with a higher rate of stent thrombosis in the short term and in the long term with higher mace events considering more complex lesions and a higher morbidity. In the long term, there are no differences regarding stent thrombosis. Details are listed in the attached article, titled " absorb® bioresorbable scaffold in ¿established¿ versus ¿off label¿ coronary lesions: 5 year data from the gabi r® registry.¿ no additional information was provided.